Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the surgery with the instrument. The hospital has reported no pt injury occurred.